Event description:
It was reported that a clearlink continu-flo duo vent solution set had experienced a no flow. The day surgery nurse had primed the set with normal saline and then hung it for a gravity infusion on a patient. It was unknown if this occurred during patient infusion. However, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available. This is report 1 of 6 for this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for the suspected lots: r12k28120 and r12l19085. All release criteria were met for the build of the lots. This is the same event as (B)(4).